Event description:
The date of event is unknown. Customer reported after drawing blood, when the nurse disconnected the syringe, blood squirted out of the smartsite valve (like the valve might be sticking). No patient or user injury reported. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer reported the product was discarded. The lot number was not identified; therefore, a lot history record review could not be performed.